Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report from the surgeon: "about 10 weeks we changed an aortic valve in a (B)(6) man. The surgery and recovery were uneventful. On around the 5th post operative day the patient started to produce dark colored urine with a fall in hid hemoglobin. A toe was done and a paravalvular leak was seen. After four weeks and two blood transfusions another operation under toe guidance and the leak was repaired. In ICU post op he continued to pass dark urine . Another toe was done followed by a transthoracic echo were done. They were both normal. He was seen by the hematologist who said he does not have an autoimmune disease. He was admitted for transfusion with an hb of four. His creatinine has started elevating. This is acute haemolysis. Do you have any further advice on this matter?"

Manufacturer narrative:
The following questions were requested from the surgeon: specific on-x valve utilized and associated serial number, date of implant and associated interventions performed, etiology for the dark colored urine, if hemolysis has persisted (if the pvl was responsible for the hemolysis it would reason to have subsided after repair), renal status of the patient and if a nephrologist was consulted, current patient status, and if implant/operative or intervention notes are available. The surgeon responded, ¿the patient is a (B)(6) man who was asymptomatic. We were been observing him for over a year with echos and his last echo showed enlarged la [left atrium]. His av [aortic valve] was replaced with a size 25 on-x size 25 valve and a mitral valve ring. Eight days post operatively he became anaemic [anemic] with wine colored urine. A toe demonstrated a small paravalvular leak which was thought to be the cause of his hemolytic anaemia. The leak was repaired and again 7-8 days post operatively there was a recurrence of the hemolytic anaemia and wine colored urine. A toe showed another small paravalvular [leak]. The valve was changed to a tissue valve with intraop. Toe guidance and post op toe. No leak is demonstrable now but his condition remains unchanged. He was seen by a multiple of specialties including hematologist and nephrologist. Both creatinine and lft [liver function tests] became high. Presently he still continues to be anaemic and has had numerous blood transfusions. We are awaiting reports from further lab tests.¿ additional information was requested from the surgeon regarding specific product serial number, suturing technique, and date of implant. The surgeon responded, ¿interrupted sutures were used on the valve implant. I have sent your mail to our store room department to fill you in on details of serial numbers etc.¿ multiple follow-up emails were sent to the surgeon and the ¿store room department¿ but responses were not received. If additional information is received it will be evaluated and the complaint will be reopened. Manufacturing records for the on-x aortic valve could not be reviewed as a serial number is unavailable. A 25mm on-x aortic valve (unknown serial number) was reported to be implanted in the aortic position with interrupted sutures and concurrent placement of a mitral valve ring into a (B)(6) male. Eight days postoperatively blood was evident via wine-colored urine. Tee and blood tests showing elevated creatinine and lfts was diagnosed as hemolytic anemia due to pvl; this leak was repaired. Another 7-8 days later demonstrated recurrence of hemolytic anemia and wine colored urine and another tee indicated a second pvl. At this time the on-x valve was replaced with a tissue valve and tee showed no pvl, but patient condition was unchanged. The surgeon indicates patient continues to be anemic and has had numerous blood transfusions while awaiting reports from additional lab tests. While this is classified as an early event (<30 days postop), the timeline of the latter observations is unclear, i.e. It cannot be ascertained whether or not the patient had time to clear the hemolyzed blood following the latest operation and lab testing. If there was insufficient time to clear hemolyzed blood, then the anemia may or may not be due to the valve. Nevertheless, pvl is a recognized potential adverse event associated with mechanical valve replacement, as is hemolytic anemia, which could lead to complications including reoperation (instructions for use, IFU). From the field, palatianos et al. Reported 4 instances of early pvl and no hemolysis out of 184 aortic cases using the on-x valve (palatianos 2007). The information provided is not detailed enough to determine what, if any, relationship the adverse events have to the on-x valve. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
According to the initial report from the surgeon: "about 10 weeks we changed an aortic valve in a (B)(6) man. The surgery and recovery were uneventful. On around the 5th post operative day the patient started to produce dark colored urine with a fall in hid hemoglobin. A toe was done and a paravalvular leak was seen. After four weeks and two blood transfusions another operation under toe guidance and the leak was repaired. In ICU post op he continued to pass dark urine . Another toe was done followed by a transthoracic echo were done. They were both normal. He was seen by the hematologist who said he does not have an autoimmune disease. He was admitted for transfusion with an hb of four. His creatinine has started elevating. This is acute haemolysis. Do you have any further advice on this matter?"